Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station became stuck on a black screen. A field service engineer found bad drawer controller board and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station became stuck on a black screen. Additionally, a clicking noise was heard coming from the back of the station. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.